Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
Qn# (B)(4). Correction to section h11: the manufacturer narrative was corrected from "the reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received." To "the reported complaint of "leak - balloon cuff" could not be confirmed based upon the investigation of the sample received.". Device evaluation: the reported complaint of "leak - balloon cuff" could not be confirmed based upon the investigation of the sample received. The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.